Event description:
Patient reports corneal ulcer. Attempts to contact the patient and the ecp have been made, but with no reply. This is being reported as corneal ulcer.

Manufacturer narrative:
This is being reported as corneal ulcer. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information